Event description:
It was reported that six weeks after being implanted with an inflatable penile prosthesis (ipp) the patient tried to activate the device but found that it was not operating as expected. The physician examined the patient "with bare eyes and without any kind of radiography or ultrasonography." The physician stated everything was alright but the device still is not functioning properly. The patient states the problems with his device have cause him huge mental effect. No other intervention has been planned at this time. Boston scientific has been unable to obtain additional information regarding the circumstances.